Event description:
A customer reported a past event involving high blood glucose levels, with the highest level being unspecified but displayed as "high." Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Control iq feature was active during the event, but no third-party assistance was needed. To resolve the issue, the customer administered a correction injection. The customer experienced frequent occurrences of high blood glucose levels, prompting technical support to arrange further assistance.